Manufacturer narrative:
H3: product analysis (pli-10) :the customers complaint could partially be confirmed. The was no self test failure after multiple startups. The patient interface failure message is coming when its pi is connected wirelessly or via cable. This does not happen with a test pi. The device was received in good condition. No anomalies found. H3: product analysis (pli-20) :the customers complaint has been confirmed. The patient interface failure message happens when the pi is connected wirelessly or via cable. The batteries are more than 2 years old and have reached end of life. The on/off switch does not work. The software present is v1.7.5. The stim board had a failure. Applicable code for pli-10: c19, d14 and d20. Applicable code for pli-20: c0201 and d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Manufacturing date for the pli-20: 2021-07-28. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim starts up normally and sometimes it doesn't pass the self-test or it shows patient interface failure. There was no patient impact related to the event.